Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the 30 degree endoscope was found to have fogging issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting procedure, so the patient was not involved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 12mm 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "fog inside of the endoscope." The endoscope was received with mechanical damage to the distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage to the optical components. Fragments of the epoxy are possibly missing. The endoscope received with mechanical damage to distal illumination fiber. The endoscope had mechanical damage and or deep scratches to the ocular sleeve and shaft assembly. Fragments of the fiber optic are missing. Si endoscope product information was not available through the system logs. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was identified through failure analysis testing that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.